Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot #73b1600573 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The stapler and the staples stuck in the skin in closed position and had to be pulled out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned two units 528135 visistat 35 r 6/box for investigation. One sample was the actual sample without its original packaging and the other was a representative sample that was still in its original packaging. The returned staplers were visually examined with and without magnification. Visual examination of the returned staplers revealed that both staplers appear typical. The staples appear aligned properly for both staplers. No defects or anomalies were observed. (B)(4). A functional inspection for each returned sample was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. For the stapler that was returned out of its original packaging, one staple fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad. The remaining staples were fired with no other remarks: issues. The stapler was returned with 34 staples remaining in the cartridge indicating that the end user fired 1 staple. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned sample. However, one of the returned staplers did have more staples in the cartridge than is indicated. The manufacturing site was notified. The reported complaint of "stapler stuck in skin" could not be confirmed based upon the sample received. Both returned staplers passed all functional testing performed. The staplers functioned typically. However, the representative sample had more staples in the cartridge than there should have been. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned staplers.

Event description:
The stapler and the staples stuck in the skin in closed position and had to be pulled out.the patient's condition was reported as fine.